Manufacturer narrative:
Device evaluation follow-up #1 submitted 07/23/2013: the device was returned to animas and evaluated by product analysis on (B)(4) 2013 with the following results: testing found the up button was unresponsive. The remainder of the buttons were intermittently responsive. The keypad was torn across the up button. Removed the keypad. The contact for the up button was misaligned. Contamination under all contacts. The up button was unresponsive. The remainder of the buttons were intermittent. The keypad was torn across the up button. Removed the keypad. The contact for the up button was misaligned. Contamination present under all contacts. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has been returned to animas but evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Additional device evaluation information from investigation on 06/25/2013: unrelated to the complaint, the display was faded and pink. Removed displayed and placed new good display in. New display contrast returned to normal. Battery compartment was cracked from the threads to case seal. Battery compartment and cap threads were intact. Able to fully tighten battery cap. Opened pump. No corrosion or moisture in pump. The cartridge compartment was cracked along the top lip.